Event description:
The st. Jude medical rep phoned technical services to report that the pt presented for a routine follow-up. At initial interrogation the device presented in a hwvvi reset. Technical services recommended imediate explant as the pt had no defib support. It was also reported that the pt had been in an automobile accident 2 days prior.